Event description:
Balloon dilatation catheter inserted; balloon ruptured with a piece of the balloon remaining in pt; had to be removed by surgeon. Pt in surgery for cystoscopy, retrogrades and stent placement.